Event description:
It was reported that during use in a transjugular intrahepatic portosystemic shunt (tips) procedure, the pta balloon would not deflate. Unexpected bleeding occurred during removal of the balloon catheter from the pt's neck; however, the bleeding was able to be controlled and there was no reported intervention or further consequence to the pt. No further info has been provided.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number rewf1486, for this failure mode. The investigation is inconclusive as the sample was not returned. The root cause could not be determined based upon available info. The current IFU (instructions for use) states: indications for use: conquest pta balloon dilatation catheter is recommended for use in percutaneous transluminal angioplasty of the femoral, iliac, and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also recommended for post-dilatation of stent grafts in the peripheral vasculature. This catheter is not for use in coronary arteries. Warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.